Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. One used size 18x30, 3 way standard hydrophilic foley catheter of opaque quality sample was returned for analysis. Product fitted with bespak valves, red preprinted shrink sleeve carrying information as per unomedical specification. Product showed no sign of material degradation or discoloration. Upon close examination there were no obvious signs of visual defect that could be observed. Balloon could be easily inflated with 35 cc of air via a luer tip syringe inserted into the bespak valve. No signs of strong resistance were felt on balloon when the balloon was inflated with air. Test was repeated by inflating the balloon with 45 ml of water. No sign of strong resistance was felt on balloon when the balloon was inflated with water. The inflation funnel was cut off and the lumen was gradually inserted with a fine nylon wire. No restriction could be detected at the "y" site of the inflation funnel junction. The inflation funnel was cut open and examined under magnification. No obstruction or deformity could be observed at the "y" site of the inflation funnel junction. No deformity or abnormality could be found anywhere along the entire length of the catheter when the lumen was carefully cut open and examined. Inflation hole was of normal size and free from collapse of debris. An analysis on the returned sample revealed that the product met specification. No sign on non-inflation was detected. Product is fully functional when tested. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The following complaint was reported: strong resistance was felt on balloon inflation in use so it failed to inflate.